Event description:
(B)(4). Initial report: this non-serious spontaneous case from (B)(6) was reported by a nurse to our local affiliate (B)(4). This case involves a female pt (age nos) who received poly-l-lactic acid therapy on an unk date. Relevant medical history and concomitant medication info were not mentioned. Two years ago, the pt developed a large nodule her upper right cheek which is still present. Corrective treatment, if any, was not reported. A ptc (pharmaceutical technical complaint) has been initiated: (B)(4). Reporter's causality assessment: not provided. Additional info received on (B)(6) 2008: ptc results revealed: brr (batch record review) without hint to root cause. No faults, defects, damages detectable. Since no lot number is available, an investigation has been performed on the documentation of all potentially involved manufactured batches marketed in the (B)(4). The review of the DHR (device history records) and of the analytical results of these batches didn't show any anomaly that could be related to the event occurred. The investigation results show that this kind of event isn't batch related. Conclusion: no faults detectable. Additional info received on (B)(6) 2008 from the nurse: the pt saw the nurse for some advice regarding the nodules on her face. The nurse had not performed any treatments on the pt and does not have any further details. The pt's nodules on her cheek are getting smaller and smaller. The nurse did not have the details of the practioner who performed the poly-l-lactic acid treatment. No further info is expected. Addendum for follow-up info received on (B)(6) 2009: per our affiliate, they confirmed that the reporter had not performed any treatments on this pt and does not have any further details.